Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. On the same day, the pt was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The pt was treated with fortaz 2 gm intraperitoneally (ip) daily for peritonitis. Four days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available.